Manufacturer narrative:
During site visit by abbott field service (fsr), the alinity I processing module was inspected, and replaced r1 and r2 probes. However, a single definitive cause for the false reactive results could not be determined. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no product deficiency was identified for alinity I processing module serial number (B)(4).

Event description:
The customer observed false reactive alinity I anti-hcv and hiv ag/ab combo results on several patients. The results provided were: initial=reactive (no actual results provided) /repeated in duplicate=reactive (no actual results provided) /repeated on another alinity ai01110 =negative (no actual results provided) there was no reported impact to patient management.